Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called and reiterated details of case. Pt said they were sent home from the hospital on the "7th" after an MRI due to a mini-stroke. Pt said the MRI tech did not put their scs device into MRI mode, but pt thought their scs device was off because they had not been using it for their legs. Pt said they were still trying to lay down, but could not turn their head and had been managing pain with "motrin." Pt expressed pain and difficulty lying down.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient is claiming that the neurostimulator does not work. The patient has not been using the device for a couple of years. The caller indicated that the remote does not work to connect to the ins. The patient indicated that an injection corrected the pain and so they stopped using the ins. Troubleshooting was not required. Technical services (tss) reviewed MRI information. Additional information was reported that they were experiencing pain symptoms after their MRI. The patient was in the hospital monday night to wednesday and had an MRI of their brain. Patient stated that they told the healthcare provider that the device needed to be turned off for the MRI and according to the patient they did not turn off the stimulator and now they are in excruciating pain in their head and neck. Patient noted that they couldn't turn it, bend it, or sit and it hurt. Patient also noted that even standing pressure up into their neck they could not turn their head to the side or up or down. Patient inquired if there was anything they could do to get rid of the pain and patient noted that the MRI was on wednesday evening and right after the MRI they were hurting super bad. Patient service reviewed MRI information with the patient. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.